Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The insulin pump was received with cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump was dropped and a piece was broken off near the drive support cap. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.